Event description:
The hospital reported that at the completion of a coronary artery bypass procedure, and after the seal was removed from the aorta, it broke in half. All pieces were retrieved from the chest cavity without performing surgical or medical intervention. No patient complications were reported.